Event description:
It was reported that the patient presented in clinic for routine generator upgrade. The left ventricular (lv) lead was unable to capture. The lv lead was exchanged for a new one which was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Visual and x-ray examination found no anomalies. Electrical testing found no signs of conductor fractures or internal shorts. S-curve height was measured to be within specification.